Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of s-rom noiles femoral parts because of fracture of sleeve after patient suffered a fall. About 12 minutes of surgery delay reported (because of intraoperative loosening of components - (B)(4)).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> following investigation by applied research and bioengineering, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an unjustified conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.